Manufacturer narrative:
Follow-up #1: date of submission: 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 28-feb-2018 with the following findings: a review of the pump black box showed no evidence of pump reboots. A visual inspection revealed no damage to the battery compartment. The returned battery cap¿s threads were undamaged, but the spring contact was missing from the cap. The returned battery cap was unable to maintain electrical connection and the reported power issue was duplicated. A test battery cap was used for the investigation. No power loss was observed during 24-hour testing. The pump¿s cover was removed; no intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.